Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the valve. However, a drop in blood pressure was observed and the ride side of the heart contracted with limited function. The physician opened to the clip and the heart functioned the same. The physician then decided to deploy the clip, reducing mr to a grade of 1-2. The patient was then transferred to the ICU with improvement. The patient expired later that night.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported death, heart failure, or hypotension. Based on available information, causes for the reported death, heart failure, and hypotension could not be conclusively determined. The reported patient effects of death, heart failure, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.